Manufacturer narrative:
(B)(4).

Event description:
It was reported that battery longevity data anomaly issue was observed on the merlin programmer. Patient will be followed upon an estimated level of battery. No further information available.